Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 18-feb-2026. Therefore, section d9 was populated. It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a vizigo and during the operation, fluid (saline solution) escaped from an unintended location of the catheter. Device investigation details: a visual inspection and microscopic evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the brim cap was detached. Further investigation under a microscope revealed that there were traces of adhesive which is evident of a correct assembly manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap could be related to the issue reported by the customer. The potential cause of the brim cap detachment cannot be established. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the brim cap and the hemostatic valve were observed detached from its original place. The detachment of these components could be related to the interaction of the vizigo sheath with the dilator during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a vizigo and during the operation, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the part totally separated. The sheath was being used on the patient, and no air entered the patient¿s body. No blood return was observed.